Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the display screen was blank when the pump was powered on. Within three minutes, the pump alarmed with an audible tone and vibration alert per normal operation. The battery cap was able to fully tighten and the battery compartment was intaact. The idle current draw was not within specifications. There was evidence of moisture contamination on an internal component resulting in high current draws.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.